Manufacturer narrative:
Additional information: b5 - the reporter indicated that the surgeon implanted a 13.2mm vicm5 13.2, -07.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. Excessive vault was observed and lens remains implanted. Problem has resolved. Cause of the event is reported as unknown. Reportedly, per patients last visit on (B)(6) 2021, patient is happy. Claim# (B)(4).

Manufacturer narrative:
Product code: unk (esubmitter software does not allow for a blank or 'unk' entry). (B)(4).

Event description:
The reporter indicated that an implantable collamer lens in the patient's right eye (od) was observed with excessive vault. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.